Event description:
Healthcare professional (hcp) reports a pt who experienced itching while using the psn (polysynthane) membrane. The pt received approx 10 hemodialysis treatments with the psn membrane. No rash was noted by the hcp. The hcp reports pt had experienced itching with alternate membranes both prior to the psn, as well as with the current cellulose acetate membrane. No pt injury or medical intervention per the hcp.